Manufacturer narrative:
(B)(4).

Event description:
It was reported that based on a charge history of the device and the programmed outputs, the device was suspected to be prematurely depleted during a follow-up in clinic. The patient will continue to be monitored remotely.

Event description:
Additional information received indicated that the device was explanted and replaced following the advisory for premature battery depletion with implantable cardioverter defibrillator. The patient was an ICD dependent patient.